Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Device manufacture date: monitor: 04/2011 - reuse; electrode belt: 10/2012 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager reported that a (B)(6) male patient was treated. The lifevest detected ventricular tachycardia (vt) at 18:18:17. An inappropriate treatment was delivered at 18:19:20. Prior to the treatment, the vt spontaneously converted to atrial fibrillation (234 bpm). The spontaneous conversion to high-rate atrial fibrillation contributed to the false detection. The patient was conscious during the event. The response buttons were briefly pressed, but were not used immediately prior to the treatment. The patient went to the hospital for further evaluation.